Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 3.1, 3.2 pyxis bus module control board and drawer controller board was faulty. A field service engineer found no lights on drawer board and controller board, replaced controller module. Then tested drawers 3.1 and 3.2 found drawer 3.2 drawer board was issue, replaced drawer board to resolve the issue. Reconfigured, ran firmware updates and rebooted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device not detected on bus. Customer tried to recover storage space, but issue remain the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.